Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip movement and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr). One clip was implanted. At a later date the patient returned with the mr increased to 4. It was noted the clip was still attached to both leaflets however was mobile. A second procedure was performed on (B)(6) 2022. Three clips were implanted however the mr remained at 4. The patient will be scheduled for surgery at a later date. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated, and the reported migration (partial clip movement) appears to be related to challenging patient morphology/pathology. The reported mitral valve insufficiency/regurgitation associated with recurrent mitral regurgitation (mr) appears to be due to the migration. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.